Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery and had received a minimum fill message when the cartridge was filled with 130 mg/dl of insulin. The customer declined tandem customer technical support's offer to troubleshoot to determine a possible cause of the occlusion. However, accepted the offer to help with loading the cartridge. The customer successfully loaded another cartridge and insulin delivery was resumed. The customer's blood glucose level was not impacted.